Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation of the subject controller revealed there was no power and the unit would not power up. All ablation and coagulation output voltages were not able to be tested. Unit was opened and found fluid spill marks on the circuit board. The complaint was verified and the root cause was determined to be electronic component failure possibly due to a saline spill inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. A power surge to the subject controller. 2. Using an improper power cord or improper extension cord, or a loose power connection. 3. A short circuit due to the power board being exposed to saline. 4. Failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, there were sparks in the back of the unit. The procedure was completed with a backup device with no delay or patient injury reported.